Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The expiratory flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit alarmed and was not displaying the correct tidal volume. It was noted the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. There is no report of patient involvement.